Event description:
Procedure type : lap nissen/hiatal hernia repair. According to the reporter: device would make "crunching noise" when loading suture; it would appear to be secure in jaws but when jaws were placed on tissue and pressure applied to close jaws, the needle would fall out of the jaws. The current patient status is good. The event did not result in tissue damage or patient injury. There was no blood loss over 250cc. The case was not delayed over 30 minutes. New suture would be applied every time one fell out. Nothing fell into the patient.

Manufacturer narrative:
(B)(4).